Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an unknown surgery due to unknown reason. No additional information was obtained.